Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ) updated field : b4 , g3 , g6 , h2 , h11.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). Despite 3 requests, customer has not provided hcpo. Closing case as no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had system failure alarm, low vacuum and electrical test fails code #52. There was patient involvement however, no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had system failure, low vacuum, electrical test fails code #52. Patient was involved. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.